Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker iii-IV.

Event description:
Healthcare professional reported ¿the left breast presented with grade iii capsular contracture, which required explanation and capsulectomy¿ healthcare professional reported "capsular contracture baker iii-IV" the device has been explanted,

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d9, h4.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV which required a capsulectomy. The device has been explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.